Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) eroded through the pocket the month following implant. The device was explanted and replaced with the new device being positioned sub-muscular. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.